Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last few months, confirmed sometime in september last year, the ins battery was depleting more quickly and the patient would have to charge more often. The patient wondered if they needed a new ins battery. It was stated that they had not made any therapy adjustments or group changes. The patient's leg would start to hurt and then they would look at the controller and it would say the ins battery is empty. The patient only had symptoms when the ins battery was depleted. The patient was directed to follow up with their healthcare provider (hcp) and a medtronic field representative would check the ins. No further complications were reported or anticipated.